Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. Despite charging the pump for over an hour, it was still unable to be turned on. The customer's blood glucose level was 182 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.